Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a fuzzy screen and a scope communication error (error codes b30 and e216) displayed. The event occurred during inspection for use. There were no reports of patient harm.